Manufacturer narrative:
Hvad pumps (B)(4) were not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pumps from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated devices met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: heartware® ventricular assist system - pump. (B)(4) pump / catalog number 1103 / expiration date 03/30/2017. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: yes. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating after a device exchange, previous device driveline site became infected. Infection begun on (B)(6) 2017, confirmed through computed tomography (CT) scan, labs and blood cultures, which were positive for gram+ and cocci. Debridement and wound vac was placed on site, as well as starting patient on antibiotics. Patient remains hospitalized and was upgraded to 1a for heart transplant. No further information provided at this time.